Event description:
Customer reported the vaporizer had no output. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and service processes in may 1997.

Event description:
The investigation/conclusion is corrected to read as follows: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to manufacture's specifications. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issue related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and service processes in may 1997.